Event description:
Update: (B)(6) 2014 - medical records received. Dor corrected. Patient was revised to address discomfort. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014.

Event description:
**Update**(B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. Revised with pinnacle implant. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014.

Event description:
Patient seeking legal action. **ppd and sticker sheet were received on separate dates. The ppd was received on (B)(4) 2012 and the sticker sheet was received on (B)(4) 2012.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.